Event description:
Small tip of bone pin broke off intraoperatively. The tip of the drill bit lodged in the distal tibia and was left in the patient. The surgeon made the decision to leave the piece in the patient because attempting to retrieve it might cause harm to the patient. Procedure duration was not impacted.